Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part/lot combination are unknown as this is a sub-component of the purchased part 03.111.600, therefore no device history record (DHR) review for this device possible. The review of the finished device was completed without any findings. Visual investigation: the set screw of the guiding block is broken in half. The broken of portion is available for investigation. The shaft of the broken off portion with the m2 thread is worn. The shaft diameter obviously was reduced because of frequent / forcible use. The article and batch number labeling are no longer in line because the whole screw shaft was twisted during great application of force. The guiding block is worn what is visible on the worn-out centering bores. Dimensional inspection: the screw shaft diameter was measured close to the m2 thread undamaged shaft area and referring to the drawing: pass. Document/specification review: guidingblock f/2-column dist-rad-pl2.4 6. Component drawing / set screw for guiding block. Investigation conclusion: the guiding block was received with a broken set screw; the complaint therefore is confirmed. Our investigation proves evidence that the ten year old instrument was subjected to frequent and mechanical overload as the set screw shaft clearly got twisted before the breakage occurred. The article and batch number labeling are no longer in line because the whole screw shaft was twisted during great application of force. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation (orif) surgery for distal radius fracture with the guiding block. After a nurse attached the guiding block to a plate without a driver, the surgeon located the devices in the incision and fixed them temporarily with 2 k wires. When the surgeon used a reduction forceps through the guiding block, the guiding block was unstable. After that, the guiding block attachment screw broke, and the guiding block came off. The fragment of the guiding block attachment screw remained on the plate, and the surgeon could remove it. There were no pieces left in the patient. The doctor confirmed it by x-ray. The surgery was delayed by less than thirty (30) minutes. Patient outcome reported as stable. Concomitant device reported: unk plates: trauma (part #: unknown, lot #: unknown, quantity 1), unk guide/compression/k-wires: trauma (part #: unknown, lot #: unknown, quantity 1), unk forceps: trauma (part #: unknown, lot #: unknown, quantity 1). This report is for one (1) positioning screw for distal radius guide block. . This is report 2 of 2 for complaint (B)(4).